Event description:
The facility reported an infusion pump with a failure code 500. It was not specified if this occurred while infusing on a patient. No patient injury associated with this report and no incident reports have been filed.

Manufacturer narrative:
The device involved was requested for evaluation.